Event description:
It was reported that the customer experienced a blood glucose (BG) level of 48 mg/dL. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low BG. Customer consumed carbohydrates to address BG level. Tandem Technical Support (CTS) performed a system check and performed a review of the pump data to determine a possible cause. CTS determined that the pump functioned as intended and the cause of the low BG was unknown.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 15 / 2.9.1 / iOS 26.1.